Manufacturer narrative:
The servo filter is a single use OEM component. The incoming water blocks the filter function.

Event description:
In use of this filter with servo ventilator 300, the expiratory pressure increased, because the condensed water doesn't run into the reservoir planned for it and is also not taken up from the filter.